Manufacturer narrative:
The patient¿s age was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 80 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the external portion of the driveline beginning at the exit site has lost flexibility and is becoming stiff. The driveline reportedly ¿crunches¿ when moving. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
A specific cause for this change in flexibility of the patient's driveline could not conclusively be determined through this evaluation. The patient experienced spontaneous hardening of the driveline at the proximal end at the entrance to the abdominal wall. The patient remains ongoing on vad support, and no further related issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.